Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector leaked while flushing it with saline, and the connection to the catheter was found cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage from the connection to groshong catheter (due to the cracked housing) during chemo infusion. The customer reported as follows: infusion of soldem 3a and soldem 1 (200 ml/h) for hydration. Completed with no problem. Infusion of ifomide (500 ml/h over a period of 1h). Completed with no problem. Infusion of etoposide (320 ml/h over a period of 2h). Leakage occurred with the remaining volume of 50 ml. The relevant infusion was stopped, followed by flushing with saline. It was then revealed that the leakage had been occurring from the connection to groshong catheter (due to the cracked housing)".

Manufacturer narrative:
H6: investigation summary: one mz1000 sample was received for investigation with residual fluid; no packaging was received with the sample, however analysis of the laser ID printed on the sample indicates the affected lot number to be 19085331. Additionally an IV gravity set from unknown origin was received connected to the mz1000 sample with residual fluid in the line to assist the investigation. A visual inspection of the mz1000 sample identified a crack at the edge of the female luer adaptor; leakage was observed from the crack during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19085331 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Event description:
It was reported that the maxzero needleless connector leaked while flushing it with saline, and the connection to the catheter was found cracked. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage from the connection to groshong catheter (due to the cracked housing) during chemo infusion. The customer reported as follows: (1) infusion of soldem 3a and soldem 1 (200 ml/h) for hydration. Completed with no problem. (2) infusion of ifomide (500 ml/h over a period of 1h). Completed with no problem. (3) infusion of etoposide (320 ml/h over a period of 2h). Leakage occurred with the remaining volume of 50 ml. The relevant infusion was stopped, followed by flushing with saline. It was then revealed that the leakage had been occurring from the connection to groshong catheter (due to the cracked housing)."